Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry movements were not working. Analysis of system log file does not show any errors. Upon troubleshooting, fse found that the issue was due to loose connection on geo module. To resolve the issue fse reseated the module connection and monitor connection. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s geometry movements were not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site, reseated the module connection and the device was returned to expected functionality.